Event description:
It was reported that during a CT study, the power injectable PICC placed in the patient's basilic and good blood return was confirmed. The power was injected at 4ml/sec. The patient became restless and began vigorously pulling at the restraints during injection. Contrast was injected because CT study was "ok", as well as 50ml of saline. The patient was then transferred back to the stretcher and checked by the nurse. It was at that time, the nurse found blood escaping from a hole in the PICC. The nurse stated that the patient didn't look well, o2 saturation was 76% so rapid response was called. There was also concern over the possibility of a reaction to the dye as a rash was found on the patient's chest, however, it was not confirmed. As a result of the blood leaking, the catheter was removed from the patient, and a new kit was opened and used without issue. A delay was reported, however, there was no reported death or complications to the patient.

Manufacturer narrative:
(B)(4).